Event description:
It was reported through litigation process that about sometimes post a filter placement, the filter strut detached and perforated the inferior vena cava. It was further reported that patient underwent complex percutaneous retrieval of the filter by using forceps. Reportedly, the detached filter strut remains in the inferior vena cava. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported filter limb detachment and perforation of caval wall as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.